Manufacturer narrative:
(B)(4). Mfg site name-(B)(4). A lightrail 270 um single use laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the glass fiber tip measured 5.0mm. Additional examination revealed that the pattern on the fiber face was consistent with normal, and mild degradation. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face. As a result, no aiming beam was exiting the distal tip. Functional analysis revealed that the fiber was recognized by the console after attaching it. The console gave error code 1101 ¿ fiber may not be used anymore. Please connect new fiber, indicating that this single use fiber has been fired upon one time. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that on (B)(6) 2016 a lighttrail 270um laser fiber was used during a bladder stone procedure performed on (B)(6) 2016. Reportedly, the laser unit used was an auriga xl with settings of 18hz and 1200mj. According to the complainant, during the procedure, the laser fiber was sparking and the aiming beam was lost together with the laser energy. The procedure was completed with another lighttrail 270um laser fiber. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within connector.